Event description:
It was reported that the battery of the pump was not charging. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.